Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she thinks her blood glucose was in the 400's mg/dl. Troubleshooting was not needed since that was the first insertion for the customer. Customer reported that the infusion set tape does not fit securely on the insertion device and the set does not seem to lock in place. Customer stated that this causes it to move and the tape sticks to the serter. Customer was advised that a replacement serter will be shipped. Customer will return the serter for analysis.